Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented in-clinic for a right ventricular (rv) lead revision procedure. Prior examination of the patient's right ventricular lead revealed over-sensing of lead noise. No inappropriate therapy was reported. The rv lead was capped and replaced on (B)(6) 2021. The no patient consequences were reported.